Event description:
It was reported that a cartridge alarm 16 occurred with multiple cartridges. Customer¿s blood glucose value was 203 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump was reset. It was also reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.